Manufacturer narrative:
Internal file number - (B)(4). The device was returned and investigated. The reported mechanical issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported mechanical issue, clip opened while locked, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped, however the clip opened twice, when establishing final arm angle (efaa). The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.